Manufacturer narrative:
The insulin pump passed displacement test, rewind test and basic occlusion test. The insulin pump was unable to prime during prime test due to loose and protruded drive support disk. No compromised force sensor system alarm noted during testing. The insulin pump was received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker and stained address and serial number label. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 188 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was sticking out. The customer stated that the insulin pump was not dropped or bumped prior to the issue. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.